Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: b6, b7 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit was broken therefore the image was green, fiber bonding in the outer tube area was damaged and outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image malfunction occurred due to charged coupled device unit was broken and therefore the image was green. Additionally, the fiber bonding in the outer tube area was damaged, and the outer tube had a dent due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gynecologic laparoscope displayed an image malfunction. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.